Event description:
The reporter indicated that a 12.6mm vicm5_12.6 -10.50 diopter implantable collamer lens was implanted into the patient's right eye (od). It was reported that the lens was explanted due to lens being inverted upon implantation, back up lens was used. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).